Event description:
It was reported the customer was hospitalized with diabetes ketoacidosis. The nurse reported the customer's blood glucose was over 700 mg/dl. Customer was being treated with an insulin drip. It was also found the customer had a motor erorr alarm and no delivery alarms on their insulin pump. Nurse stated the customer's no delivery alarms was from the lack of insulin in their reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.